Event description:
It was reported that the temperature of the water did not rise in arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature of the water did not rise in arctic sun device. Per follow up information received via email on 11sep2023, they repaired the device on the customer site. The reported problem was heating malfunction and checked heater, but it was normal and checked main voltage circuit card and found a problem. They replaced main voltage circuit card. The issue was resolved by replaced a main voltage circuit card. There was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty main voltage circuit card. The device was evaluated and the reported issue was confirmed due to a main voltage circuit card fault. Main voltage circuit card replaced. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.